Event description:
According to the available information the implant was explanted and replaced due to tubing fracture at pump leading to cylinders.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Nc 478298 was identified as associated with this lot number; however, the failure being reported in the complaint (tubing break) is not related to the issue identified in the nc. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed to be associated.